Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse, (B)(6), called on behalf of the customer who was experiencing high blood glucose levels of 575 mg/dl via phone call. The customer decline to trouble shoot for high blood glucose levels. The customer was advised to change the set again and take a manual injection then monitor the blood glucose. The pump will not be replaced.